Event description:
It was reported that "the light of the handles always starts to flicker during intubation, so the handle had to be changed again and again. After use, the handle was checked and the batteries removed. The first battery inserted into product was deformed on behalf of the product, which was not the case before insertion of the battery into the handle". Multiple attempts for additional information to the customer has been unsuccessful. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the light of the handles always starts to flicker during intubation, so the handle had to be changed again and again. After use, the handle was checked and the batteries removed. The first battery inserted into product was deformed on behalf of the product, which was not the case before insertion of the battery into the handle". Multiple attempts for additional information to the customer has been unsuccessful. Patient condition unknown at time of report.